Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. Examination of returned device found no evidence of product non-conformance. During the evaluation, the sleeves were able to be manipulated by hand, therefore the root cause was determined to be due to surgeon preference. (B)(4) has been addressed for the event. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01673 & 06079 / 06080).

Event description:
It was reported that patient underwent proximal interphalangeal joint procedure on (B)(6) 2014. During the procedure, the surgeon attempted to insert a juggerknot mini in the first hole drilled; however, the sleeve was stuck and juggerknot would not work. A second juggerknot mini of the same lot was attempted but was unsuccessful. The surgeon opened another juggerknot mini and attempted to insert; however, the sleeve did not work again and the bone fractured due to a hard insertion. The surgeon made another hole and attempted to insert another juggerknot mini; however, bone hole was broken due to the sleeve sticking. The surgeon stopped using the juggerknot mini and implanted bionic bone and a k-wire in the fractured part. There was a delay in the procedure of approximately 45 minutes due to the event.